Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required info from the source.

Event description:
The complainant reported a rupture of the silicone from the security's brake (safe-t-valve) during the use of the patrol pump set. The pt received 700ml/4-5 hrs approx of feeding (rate: 1000ml over 24 hrs) and presented abdominal discomfort.